Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a pelvis/acetabulum orif revision is scheduled. This patient¿s hardware and fixation appears to have failed. Hardware may include existing 6.5/7.3 cannulated screws along with some orthocentric cannulated screws. The procedure and the patient outcome both were unknown. This report involves one unknown screws: 6.5/7.3 mm cannulated. This is report 1 of 1 for (B)(4).